Manufacturer narrative:
(B)(4). Initial reporter last name - (B)(6).

Event description:
It was reported that the sensor deployed on its own. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the arm , which is off label usage of the device, on 04/19/2022 product was provided for evaluation. An external visual inspection was performed and passed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).